Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a 2.5x23 rx xience alpine drug-eluting stent was implanted for treatment of a lesion located in an unspecified vessel. On (B)(6) 2016, the patient was rehospitalized due to other unspecified cardiovascular symptoms, including chest pain. Unspecified treatment was administered then the patient was discharged home. No additional information was provided.